Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in the reported event. Levels implanted- 2. It was reported that intra-operatively, first curved needle was clogged with xpede cement, remixed, and filled with hvr which was too runny. Mix time was 30 seconds for xpede since room temperature was >72 degrees, hvr was mixed for approximately 1 minute but was not doughy upon injection. Hvr was implanted in t5 was too runny through the curved needle and extravasated what it seemed anterior; patient had no symptoms. T6 physician used the cds gun through a regular bone filler. There was a malfunction of the cds system during use. Hvr was too runny, and it was thought to be responsible for the extravasation. Cement was not doughy and homogenous prior to delivery into the patient. There was no delay in overall procedure time. There were no patient symptoms or complications reported as a result of this event. On 2021-aug-25, received additional information that cement extravasation occurred at t6. No revision surgery planned/scheduled to explant the cement that extravasated. Patient with pre-op diagnosis- vertebral compression fracture involved in the kyphoplasty procedure.